Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): a3dr01 implantable pulse generator (ipg) 2013-(B)(6); 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of "twitching in the stomach" within a week after initial implant. Increased ventricular threshold was found along with no capture at high at max output, and a change in sensing was observed. X-ray images were unclear but there was suspicion that there had been a cardiac perforation. The rv lead was turned off but remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.